Manufacturer narrative:
The reported events were extra-cardiac stimulation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with /tissue. After it was cleaned the helix could be extended and retracted when torque was applied to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of extra-cardiac stimulation was not confirmed.

Event description:
It was reported that the patient presented for an evaluation in the electrophysiology clinic after multiple shocks were appropriately delivered for episodes of ventricular tachycardia (vt) and fibrillation. The physician was concerned that the lead was implanted at a focus or origin point of vt, and that the lead may be a contributor to the episodes. The patient has scheduled for revision and the lead was explanted and replaced. The patient was recovering.